Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1797. It was reported the patient underwent a surgical procedure (date unknown) for a herniated disc and it was noted by the spine surgeon the patient had suffered a burn due to charging his ipg. The burn was also confirmed by his implanting physician. The patient's ipg was later removed (date unknown) to have an MRI. The patient stated to an sjm representative he had a third degree burn, but this has not been confirmed. It was reported the burn has healed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.